Manufacturer narrative:
(B)(4). File no longer meets the criteria of a reportable event based on additional information received: additional information: did the tissue pad melt? The tissue pad melted, but did not fall completely off. (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿). Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?). Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? I was not present in this case, however, the surgeon said she did a lot of dissection due to the severity of adhesions.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: did the tissue pad melt? (See pictures which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, tissue pad came off while dissecting the uterus off the anterior pelvic wall. Another like device was used to complete the procedure. There were no adverse consequences for the patient.